Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 integrated main had a cubie drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary enhanced full-height drawer 6 failed to be detected on the bus. A field service engineer performed diagnostics and confirmed the drawer was not recognized. All cables were reseated, and inspection revealed the right light emitting diode (led) on the module board was out. Replacing the controller board did not resolve the issue, but after replacing the retractor band, the problem was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 integrated main had a cubie drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.